Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction occurred on (B)(6) 2020. It is unknown if the device had audible sound. The device was not in use on a patient.